Event description:
It was reported that cycto posts contained a left-hand tread instead of a right-hand thread. Multiple posts were placed, though no injury resulted.

Manufacturer narrative:
Though dentsply has not received any reports of serious injury resulting from this malfunction, there is a risk associated with retreatment where removal of the post is required. Posts are typically removed using ultrasound-based extraction techniques, though clockwise torque can also be used to facilitate removal. In the latter case, damage to the remaining tooth structure may occur, requiring extraction or other intervention. Because of these risks, denstply has decided to recall the affected product. Consequently, the likelihood that this malfunction would result in a serious injury if it recurred has been established. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.